Manufacturer narrative:
No device analysis results are available because the device remains implanted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.

Event description:
It was reported that no signal could be obtained from the sensor post implant in order to calibrate the device. On (B)(6)2025 it was reported that the patient had died for reasons unrelated to the cardiomems device or implant procedure therefore no additional troubleshooting could be performed.

Manufacturer narrative:
The investigation codes along with investigation results will be provided in a subsequent submission.